Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the sh127-105-25, hall primecut cassette, 1.27 x 105 x 25 mm device was used in a hip procedure on (B)(6) 2026, and doctor ¿did two hips this morning and the distal tip of the primecut blade broke off in the patient both cases. They both broke in the same spot¿. Further assessment found the fragment was retrieved from the patient. The procedure was completed as normal without the use of an alternate device, and with no delay. The patient was not harmed, and there was no medical/surgical intervention, or extended hospitalization required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.